Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during equipment setup at the healthcare facility, the knee navigation pointer was found to have an led cover missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event was confirmed by the service technician. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that during equipment setup at the healthcare facility, the knee navigation pointer was found to have an led cover missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during equipment setup at the healthcare facility, the knee navigation pointer was found to have an led cover missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.